Event description:
Same patient as 2134265-2013-04260. It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2010, the target lesion located in the proximal left anterior descending artery extending to the mid left anterior descending artery, was treated with direct stent placement of a taxus liberte paclitaxel-eluting coronary stent. In (B)(6) 2013, the patient came back and was diagnosed with in-stent restenosis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).